Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issues. A review of the complaint history did not indicate a lot specific issue. It should be noted that the mitraclip instructions for use (IFU), states: "grasp one of the free ends of the gripper line, confirm the line moves freely and slowly remove the line. Pull the gripper line coaxial to the gripper lever. If resistance is noted, stop and pull on the other free end to remove the gripper line.¿ all available information was investigated, and a definite cause for the reported mechanical jam in this incident could not be determined. The reported break (gripper line during removal) was due to attempt to pull the gripper line despite the resistance, therefore was due to the reported improper or incorrect procedure/method. The reported additional therapy/non-surgical treatment was a result of case specific circumstances as the broken piece of the gripper line was removed manually from the anatomy through the fluid column and aspiration was performed during this removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: device code 4012 physical resistance/sticking was removed and code 2983 mechanical jam was added.

Manufacturer narrative:
Patient weight: estimated weight. Exemption number e2019001. (B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the broken gripper line. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip was deployed. During removal of the gripper line, the doctor felt tension on the gripper line, but continued removing it anyway. The gripper line was pulled too hard causing the line to snap. The clip delivery system was removed from the anatomy through the steerable guide catheter (sgc) to expose the gripper line through the sgc. The gripper line was removed through the sgc. Aspiration was performed to restore fluid column. The procedure continued with the same sgc. A second mitraclip was implanted. The procedure ended with mr grade 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.